Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided for reporting. Actual date of event unknown, (B)(6) 2018, or (B)(6) 2018. This report is for an unknown screw cortex/unknown lot. Part and lot number are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screw head was broken when inserting to the patient¿s mandible on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no adverse consequence to the patient. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date of event is either (B)(6) 2018. These dates were incorrectly reported as 1/24/2018 in the initial report (B)(4). The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.